Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. It was reported that on an unknown date ¿about a month ago¿ the patient developed an unspecified infection. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. It was unknown if the patient was hospitalized for the infection. The patient was treated with unspecified high dose antibiotics (dose, route and frequency not reported) and pd catheter removal for the event. It was reported that on an unknown date the patient was switched to hemodialysis. It was reported that the patient was recovering from the unknown infection. Additional information was requested but is not available. This is report 1 of 4 involved in this event.